Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and product lidstock for evaluation. The needle was not returned for evaluation. Visual inspection of the swg confirmed that the guide wire had become separated adjacent to the distal weld and the coil wire was unraveling. The distal weld contained signs of necking, indicating undue force likely caused or contributed to the failure. Microscopic examination confirmed both welds were present and fully spherical. Visual inspection of the needle could not occur as no needle was returned. The total length of the returned core wire measured to be 597 mm which is within specifications of 596-604 mm per product drawing. This indicates that the entire wire was returned. The outer diameter of an undamaged portion of the guide wire measured to be 0.79 mm which is within specifications of 0.788-0.826 mm per product drawing. Dimensional inspection of the needle could not occur as no needle was returned. The undamaged portion of the swg was passed through lab inventory introducer needle to functionally test per the instructions for use (IFU). The IFU states, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on swg, push assembly into syringe barrel to further advance swg. Continue until swg reaches desired depth". The undamaged portion of the swg passed through a lab inventory introducer needle with minimal resistance. Functional inspection of the needle co uld not occur as no needle was returned. A manual tug test confirmed the proximal weld was secure. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, when the user inserted the swg (spring wire guide) from the ars syringe, the swg did not go through the introducer needle. The user removed the swg and found it was kinked. Therefore, a new kit was used instead. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that, when the user inserted the swg (spring wire guide) from the ars syringe, the swg did not go through the introducer needle. The user removed the swg and found it was kinked. Therefore, a new kit was used instead. No patient harm reported. The patient's condition is reported as fine.